Event description:
It was reported that during an unknown procedure, the clip did not come out at the 1st firing though the trigger was grasped several times. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Feeder shoe damaged. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not advance into the jaw. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, 15 clips were found on clip track and the feeder shoe tab was noted damaged causing that it did not engage with the feed bar while the firing trigger is squeezing thus, the clips could not be feed into the jaws. No conclusion could be reached as to what may have caused this condition. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.